Event description:
I had essure placed in (B)(6) of 2009. Everything went smooth for the first several months to a yr. I had many adverse side effects after. I developed skin allergies to cleaning supplies. I developed many cavities after a life of healthy teeth. I have had to have one root canal as well as one needed to be scheduled. I frequently develop boils on my buttocks, vaginal area, and face that were diagnosed as a form of (B)(6). My doctor could not find a source of the boils. I have had unexplained, rapid weight gain while eating a strict diet and exercising. My energy level plummeted. I had intense pain in my abdomen for over 2 yrs. I went to my ob/gyn when I couldn't take the pain any longer. Both coils had come out of my tubes. One perforated through my uterus and the other had become fused into my uterine wall. I was scheduled for an emergency hysterectomy within the same week. I only kept my ovaries. Since my surgery, I have gained even more weight and am constantly bloated. My bladder hurts constantly and I have extremely painful gas and bowel movements. I had none of these issues prior to having the essure coils implanted.